Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely underlying root cause is improper storage of test strips: strips left outside of vial for an extended period of time test strip (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. Nurse is calling on behalf of the customer. The nurse is calling from an assisted living facility. The nurse had performed the control test and the result was not within the acceptable range of 26 - 56 mg/dl. The customer is concerned with tests results from results obtained of 66 mg/dl(control out of range). The product is stored according to specification in the facility's med cart. The test strip lot manufacturer's expiration date is 01/13/2018 and open vial date is (B)(6) 2016. The nurse stated the customer was insulin dependent. The meter memory was reviewed for previous test result history: 66mg/dl 01/03/2017 8:18 am (control). Memory concerns: 66mg/dl.